Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultramini meter was reading inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy started on (B)(6) 2015 at 12:35am. The patient stated that she obtained a reading of 118mg/dl on the subject meter compared to 138mg/dl on another meter (onetouch ultra 2) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results, fall within lifescan¿s criteria for accuracy. The patient manages her diabetes with an insulin pump approximately 2 hours after the alleged product issue the patient indicated that she increased her dose of humalog, 40 units, as a result of the alleged product issue. The patient claimed that she then developed the symptoms of headaches and shaking. The patient denied receiving treatment. At the time of troubleshooting the cca recorded that the unit of measure was set correctly and an approved test site was used to obtain a result. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.